Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that unknown locator abutment fractured in the patients mouth. Patient will return to the office to reattempt the removal. Implant xiitp5413.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The supplier (zest dental) was notified of the event, as the supplier is responsible for performing an investigation. The item number and lot number are unknown. Without the return of the product, the device malfunction cannot be verified. A root cause cannot be determined.